Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported premature battery depletion was observed. The device was replaced and returned.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.